Manufacturer narrative:
Device 5 of 6. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the starter hole was off centered. This had been an ongoing issue with an unknown number of appliances from an unknown number of boxes but approximately 5 products were affected. She did try to use some of these products and experienced leakage within hours of application. Photographs depicting the issue were received from the complainant.